Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the customer did not remove the air from the cartridge during the load process. The customer successfully reloaded the cartridge and the fill estimate was accurate. There was no reported impact to the customer's blood glucose level.